Manufacturer narrative:
(B)(4). According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was at end of life and was suspected to have prematurely depleted as approximately six months prior, the battery longevity read one and a half years remaining. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.